Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records and radiographs received. Review of the available records identified the nail was fractured at the dynamic locking hole that occurred during the healing process. The broken nail and locking pins were removed. A new nail was implanted with no complications. Radiographs were provided and reviewed by a health care professional. Review of the available records identified there is a fracture of the nail with angulation apex dorsal at the level of the talus. No screw fractures were noted. There is radiolucency at the distal aspect of the nail within the canceleus. Visual examination of the returned product identified the nail was fractured into 2 pieces, with wear of the anodized coating in some locations of the device. The screws had thread deformations and the nail had contact damage. The device was submitted for further analysis. Analysis determined the fracture is due to fatigue, which then led to bending overload. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.the following sections were updated/correctedupdated: a4; b7.

Manufacturer narrative:
(B)(4). Birth year: (B)(6). Concomitant medical devices: 14-405024 496870 ti-dble lead cort 5.0x24mm scr; 14-405022 434380 ti-dble lead cort 5.0x22mm scr; 14-405044 752180 ti-dble lead cort 5.0x44mm scr; 14-405026 435030 ti-dble lead cort 5.0x26mm scr; 14-405044 873540 ti-dble lead cort 5.0x44mm scr. Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was implanted with an ankle locking nail. Subsequently, the patient was revised approximately two months later due to pain caused by a fractured nail seen on x-ray. Attempts have been made and additional information on the reported event is unavailable at this time.